Event description:
As reported: the physician attempted to deploy a 14f manta into the manta sheath. The manta bypass tube would not pass through the manta sheath valve for two consecutive attempts. The bypass tube would not pass easily through the sheath valve and pushed device back out. After two attempts with two manta devices, a third 14f manta device was opened and new sheath was exchanged. The third 14f manta device was deployed successfully. Additional information received on 15-oct-2021: there were no issues with advancing or withdrawing procedure sheaths prior closure. It was reported that the physician experienced moderate resistance pushing the bypass tube through the manta sheath. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00216 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta. The first manta device was removed. The sheath was left in place and a new 14f manta device was opened, however, the same issue occurred. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, procedure requirements indicate: the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. The initial manta device sheath and second manta device were removed, and a third 14f manta device and sheath were opened, deployed successfully without complication, and achieving hemostasis. Associated to MDR fu-3010252479-2021-00216 manta.